Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve the valve embolized due to elevated pulse pressure. The 26 resilia valve was successfully assisted to delivery in descending aorta at level of diaphragm with 26 commander plus 5ml. A 26 mm sapien 3 ulta valve was delivered into the aortic position. When implanting the second valve, the 14f esheath plus distal marker was migrating throughout the second valve delivery in the descending aorta. With removal of sheath under fluoro, the distal 1/3 of the esheath had accordioned into itself but distal marker was present and intact. Hemostasis was achieved. The fcs confirmed the marker did not separate from the sheath. "During commander 1 removal we had added extra volume to move the embolized valve. We had to remove additional volume to withdraw that commander. I believe this event split the sheath in hindsight." There was no resistance inserting the sheath into the patient. The perceived root cause of the sheath damage was "attempting to remove commander with additional 4cc volume in the balloon." Per the fcs, there was no edwards device deficiency in regards to the valve embolization.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was reviewed which showed tortuosity and calcification was present in the patient's access vessel. In this case, sheath liner delamination was confirmed based on provided imagery. Available information suggests that procedural factors (withdrawal of altered balloon profile, non-coaxial alignment from patient factors) may have contributed to the reported event since it was reported that system was removed with ''4cc volume in the balloon'' and imagery review reveled tortuous/calcified access vessel characteristics. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity) are present near the sheath distal tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.